Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "leaking". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported "leaking". Healthcare professional reported "deflation". Healthcare professional later reported on rga "hole, non-specific". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed openings assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "leaking". Healthcare professional reported "deflation". Healthcare professional later reported on rga "hole, non-specific". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6(b), g2, h6.

Event description:
Patient reported left side deflation (confirmed by physician). The device has been explanted.